Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging his onetouch ultra meter was not powering on when he tried to test his blood glucose. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported 3 days prior to contacting lfs, the alleged issue began. The patient reported using self adjusting lantus insulin to manage his diabetes. The patient reported making no changes to his usual diet, activity level or medications on the day of the alleged issue. The patient reported developing symptoms of ''fatigue and frequent urination'' at an unknown time. The patient reported self administering 20 units of lantus insulin. At the time of troubleshooting, the cca documented this was not the first time the subject meter had been used. When the patient was prompted to push the power button, the meter did turn on. The cca confirmed the patient was using the correct test strips at the time of testing. When the patient was prompted to insert the test strip that would not turn the meter on, the meter powered on. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported as an adverse event because the patient allegedly was unable to test due to the alleged issue, therefore developed symptoms suggestive of hyperglycemia and required self treatment.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.